Event description:
It was reported that within a few weeks of device changeout, the patient complained about pacing when in unipolar configuration. There were multiple lead warnings/polarity switches, along with decreased unipolar impedance and undefined high bipolar impedance. The device and atrial lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 lead, implanted: (B)(6) 2005. (B)(4).